Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the doctor used an angio-seal evolution 6fr to perform a diagnostic angiography procedure; during the closure of the puncture and after the doctors deployed the anchor, the doctor pulled the device handle into full rear position and the sleeve snap locked; when the doctor pressed the suture release button and pulled back the device, the major components, anchor, collagen, and suture returned outside the patient's body; hemostasis was achieved with manual pressure; no infectious disease was reported; angiography was for diagnostic of peripheral vascular disease; there was no blood loss; and no complications were reported with the procedure outcome.

Manufacturer narrative:
This report is being submitted as follow up no. 2. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the device returned date, additional information, and the returned device evaluation results. (B)(6). One used 6fr angioseal evolution device was returned for evaluation. The returned evolution device was subjected to visual analysis where a blood like substance was found on the body of the evolution device, hemostatic sheath, and exposed tamping tube. At the distal tip of the tamping tube, a blood clot along with a portion of the collagen and suture could be seen. A small amount of force was applied to the exposed clot and the blood clot broke off of the distal tip of the tamping tube along whit the collagen and a portion of the suture below the knot. The proximal portion of the fracture in the suture did not have a frayed appearance. Instead, the majority of fibers appeared to be at the same length likely held together by the clotting of the blood like substance on the fibers. The anchor was not found in the clotted material at the distal end of the tamping tube. The clotted material was then placed into room temperature water in an attempt to cause the dissolution of the clot. However, after 10 minutes in the water, the majority of the clot remained intact. The clot with the suture and collagen was then analyzed under microscopy for any evidence of the suture. No presence was detected. To determine if excessive internal forces may have contributed to the separated suture that was observed, the body of the evolution device was disassembled. A blood like substance was present on the rack and drive gear. However, when the appropriate forces applied the gears were able to function as expected. No functional anomalies were found. At least one turn of suture was still present on the spool in the gearbox. The device was returned with a portion of the suture that contained the knot severed from the proximal suture attached to the gear assembly. This may have been due to the exposure of the suture to sharp edges. The internal mechanics of the device had no functional anomalies noted. The missing anchor likely stems from the user applying excessive force to the device or the anchor becoming caught on a structural anomaly within the patient. There was no indication that the suture release button was properly pressed and at least one turn of the suture remaining on the spool. It is likely, the pullout the doctor experienced was due to the anchor becoming detached. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.